Event description:
The lay user/patient in (B)(4) contacted lifescan to report the one touch veriopro meter was giving the "error 4" error message. The patient's testing technique was correct and the test strips were within opened expiration dating. The patient suffered no injury due to this issue. The meter and test strips were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The reported test strips involved in this complaint were also tested and on performance testing with control solution, error 4 was observed and no assignable cause was found. Correction: on the initial 3500a report submitted on (B)(4) 2011, the following statement was incorrectly entered: "the meter involved in this case failed testing. The meter produced no blood glucose reading during testing."

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter produced no blood glucose reading during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510k # is k093745.